Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) in china called to report the right eye (od) and left eye (os) were red while wearing the acuvue ®2 ® define¿ brand contact lenses (cl) in (B)(6) 2022. The pt reported after removing the suspect od and od cl, the redness continued so the pt sought medical attention. The pt reported that an eye care professional (ecp) at a hospital diagnosed keratitis ou and prescribed norofloxacin eye drops every 2 hours, 2 to 3 drops at a time and another eye gel (name was unknown) prescribed twice daily. The pt advised both eyes were fine after a week. The pt reported the medical report is not available as a medical report was not provided to the pt at the hospital. No additional medical information has been received. No additional medical information is expected. This od keratitis event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 3642960104 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.